Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. On (B)(6) 2024, it was reported that the patient faced infusion set leakage at quick release. Infusion set was in use for less than 24 hours. No further information available.